Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the index procedure; however, a review of the CT imaging from the 1-year follow-up visit shows the presence of a type ia endoleak with no notable anatomical changes since the time of implantation. A root cause for the type ia endoleak could not be determined. As of the date of this report, there have been no additional clinical sequelae reported. The physician plans to monitor the patient and re-intervene at a later date.

Manufacturer narrative:
Remains implanted.